Event description:
The customer stated that she was treated by paramedics due to hypoglycemia. The reported blood glucose reading was 21 mg/dl. Troubleshooting was performed and found that the insulin pump was programmed and reading the reservoir volume correctly. The customer was disconnected from the insulin pump during the manual prime. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.